Event description:
It was reported that the center nut on the crosslink broke during tightening. The broken device was removed and replaced with a new one. There were no reported patient complications.

Manufacturer narrative:
(B)(4). A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.